Event description:
The pt reported that he is receiving blood glucose values of "hi" (typically greater than 600 mg/dl). The pt stated that he ruptured his ear drum and is taking large doses of steroidal medications which he believes are increasing his blood glucose values. The pt stated that he is also visually impaired and is having trouble identifying if there are bubbles in his infusion insulin cartridge. The pt administered 4 units of insulin through his infusion device and 4 units of insulin by a novo pen. The pt reported symptoms of feeling "lousy". The pt reported that his blood glucose decreased to 374 mg/dl. The pt was advised seek help to identify if there were any air bubbles in this insulin cartridge. The pt was also advised to contact to company trainer. The pt did not require medical assistance from a healthcare professional to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.